Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were disturbed from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found the hypotube broken and multiple kinking on the hypotube shaft with one severe kink at 79mm from the hypotube break. The manifold was not returned with the device for analysis. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00mm x 16mm, eccentric, de novo target lesion contained between > 45 and <90 degree bend and was located in the moderately tortuous and moderately calcified vessel. After a guidewire was successfully negotiated to the lesion and predilation was performed with a balloon catheter, a 2.75x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion. While negotiating the stent for almost 10-15 minutes, the physician realized that it's a very tight lesion. The physician tried to re-advance the stent but the stent still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.